Event description:
During a nurse assisted transfer of the patient (approximately 7 weeks post-op) the femoral head disassociated from the bipolar assembly. This was confirmed by x-ray and revision surgery was performed to explant and replace the original implants.

Manufacturer narrative:
Review of lot DHR revealed no issues for components or in inspectional activities. Review of complaint history trends revealed no significant activity related to this product and failure mode. Initial visual examination of explant showed impingement with stem possibly caused by improper implant selection/sizing. Patient transfers and other extreme loads have been shown to cause dislocations of hip implants.